Manufacturer narrative:
Findings: pump passed functional test including prime/a33, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. Cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Event description:
It was reported that the customer's insulin pump stopped working. Customer was informed by her doctor to get an emergency pump. Customer has a back-up plan, but has not treated for the high blood glucose level. Customer is still feeling weak and sick. Customer cannot do troubleshooting today. Customer had pancreatitis and was hospitalized on (B)(6) 2014. Customer's blood glucose level was 1051 mg/dl at the time of the hospital visit. Customer was hospitalized for high blood glucose levels and pancreatitis. Customer was also vomiting with diarrhea. Customer was afraid that she may go into a coma. Customer's blood glucose level was stabilized at the hospital. Customer was not wearing the pump at the time of hospitalization. She was off the pump for 30-40 minutes prior to the hospitalization. Insulin pump will need to be replaced. No additional information provided.